Event description:
A malfunction alarm related to altitude was reported in the pump. No adverse impact to the customer¿s blood glucose level was noted as it did not exceed 500 mg/dl. The customer, having faced this issue previously, received instructions from technical support to put the pump into storage mode and was sent a replacement pump with updated software. The customer acknowledged understanding the steps to return the problematic pump and the actions to take with the new device. No backup insulin therapy was currently available, and the customer planned to contact their healthcare provider for further support.